Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6 fr angio-seal sts plus device was received for product evaluation. No accessory components were returned with the angio-seal device. The returned device was subjected to visual analysis where minimal blood-like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was properly mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. The device was able to meet functional specifications based on the tests performed. The device could be deployed. The IFU states, "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." This does not appear to have been followed as the anchor was within the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. It is likely the user did not place the device in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the device was empty. The following information was provided by the user facility: there was no anchor and no collagen. They performed manual compression although after a while the patient got an aneurysm spurium. There was no remaining harm after surgery. Hemostasis was achieved by manual compression. Ultrasound was performed to locate the anchor. There were no other devices or equipment reported to be used with the product. Additional information was received on november 17, 2017. In the laboratory, the patient had no major blood loss. The aneurysm spurium had to be treated surgically. Hemoglobin had dropped from 14.3 to 11.6. The patient was reported to be fine after he underwent surgery. Additional information was received on november 21, 2017. The puncture site was above the bifurcation. An ultrasound was used to confirm anchor detachment.